Event description:
The customer states that inconsistent imx bhcg results were generated when using the dilution protocol and physicians questioned a total of eighteen patient results. The customer provided one example: a result of 2,000 mlu/ml was reported on a patient with a previous result of 13,000 mlu/ml. No retest result was provided. The field service representative provided two patient examples: initial results of 16,580 and 1,848 mlu/ml which retested at 67,544 and 9,580 mlu/ml respectively after imx boom assembly replacement. No additional patient results will be provided by the customer. The customer states that there was no impact to patient management.